Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision surgery was performed due to unspecified reasons.

Manufacturer narrative:
The associated device for this complaint was not returned for evaluation. Without the actual device, this investigation cannot proceed. If the device or more information is obtained, this investigation will be re-opened. No further actions are being taken at this time.